Event description:
The pt came to surgery for a laparoscopic gastric sleeve, hiatal hernia repair, and esophagogastroduodenoscopy. During the procedure the dr was using a ligasure instrument. While the ligasure was within the pt, the shaft broke / snapped. The entire instrument was retrieved from pt. The ligasure was placed back in the box, labeled "broken," and wrapped in a red biohazard bag. A new ligasure was opened to the sterile field. FDA safety report ID# (B)(4).